Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash on his back. It was described as itchy and dry skin. The patient's nurse was applying a cream to help. Patient removed the device and reported that the rash is better.